Event description:
During revision l5/s1 plf case, the tip of the pediclescrew driver slim - solid broke at l5. Bone was too hard. Used 9mm tap (approximately same length of the pedicle screw) for 9x50mm screws. Broken part was too difficult to remove and was left implanted in the screw.

Manufacturer narrative:
Batch review performed on 22 april 2026 lot 1952999: (B)(4) items manufactured and released on 09-sep-2019. No anomalies found related to the problem. To date, 4 similar events have been reported on the same lot. Clinical evaluation this complaint concerns an intraoperative breakage of the tip of a must pedicle screwdriver - slim solid during a l5-s1 revision surgery in hard bone. The broken fragment was reportedly too difficult to remove and was left implanted in the screw. The surgeon declared that the fragment remained in the screw head, but this cannot be confirmed because no x-rays or other imaging are available. According to the r&d analysis, the event appears consistent with excessive torque applied at the screwdriver-screw interface in a mechanically demanding surgical condition. The reported hard bone, the large screw diameter, and the l5 level may have contributed to increased insertion resistance and elevated mechanical stress on the screwdriver tip. Even though the instrument material is medical grade stainless steel, it does not belong to the series approved for long-term implantation; therefore, it cannot be guaranteed that leaving the fragment in situ may not cause secondary problems. Moreover, if the fragment is indeed retained in the screw head - as reported - there may be a risk of interaction between the metallic fragment and the implanted device components (e.g. Screw head, rod). Potential mechanisms include galvanic corrosion, fretting wear, and fretting corrosion, depending on the exact position of the retained fragment, the materials in contact, and the presence of micromotion. Analysis performed by r&d manager: pedicle screwdriver broke on the torx t20 interface with the screw sign of excessive torque applied. For the pedicle screwdriver, breakage can occur in case of high insertion torque, typically related to large diameter screws (&ge;7mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). Based on the clinical information provided, the primary contributing factor is likely the high bone density (hard bone) and the large screw diameter at the treated level. Increased bone mineral density is known to significantly elevate insertion torque during pedicle screw placement, particularly at the lumbosacral junction (l5), where cortical bone thickness and local biomechanical loads are typically higher. In this case: screw size: d 9x50 tapping: 9 mm of approximately the same length as the pedicle screw bone quality: hard level: l5 the strength of the tip of the screwdriver is determined by the dimension of the interface (hexalobe t20) and the material (aisi 420 mod). Geometrical features are driven by the implant design and are equivalent to similar products in the market.the material is among the strongest for such application in terms of strength and hardness. In the reported case, the fractured tip remained fully contained inside the screw tulip and was mechanically secured after rod placement and final tightening of the set screw. The fragment is enclosed within the tulip, has no direct contact with bone or surrounding soft tissues, and has no identified migration pathway once the construct is locked. Although medacta cautions that all metal fragments should be removed, no adverse biological reactions related to these materials have been identified in our post-market surveillance data and no complaints related to biocompatibility issues have been reported. Root cause:breakage of the tip may have occurred due to high insertion torque resulting from the combined factors of screw diameter, bone condition, and the specific conditions of the screw hole preparation, in combination with the inherent mechanical limits of the devices involved. The device history record review does not indicate any potentially related manufacturing issue.